Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 230 units of insulin, and the insulin gauge remained static at 105 units. The customer's blood glucose level was 186 mg/dl. Although requested, the customer declined to reload the existing cartridge for the fill estimate to recalculate. During a follow-up call, the customer reported that the insulin gauge began to decrease as expected.